Event description:
It was reported to boston scientific corporation that an advanix double pigtail stent and naviflex rx delivery system were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the pigtail stent was successfully deployed in the common bile duct without any difficulty; however, when removing the delivery system, it was noticed that the guide catheter had detached during deployment and remained within the stent inside the patient. The broken guide catheter fragment was retrieved using a snare and the stent remained in the correct place to complete the procedure. No other damage was noted to the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an advanix double pigtail stent and naviflex rx delivery system were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2012. According to the complainant, during the procedure, the pigtail stent was successfully deployed in the common bile duct without any difficulty; however, when removing the delivery system, it was noticed that the guide catheter had detached during deployment and remained within the stent inside the patient. The broken guide catheter fragment was retrieved using a snare and the stent remained in the correct place to complete the procedure. No other damage was noted to the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient age, gender, and weight are unknown. (B)(4): guide catheter broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
The delivery system was returned for evaluation. Visual evaluation revealed the guide catheter to be detached from the pull wire at the connection of the guide catheter and the pull wire; no damage was noted at the connection point. The pull wire/cannula assembly appeared to have slid out of the guide catheter. The guide catheter was kinked at the location where it was held for removal. It is possible that procedural or anatomical factors caused the noted detachment, however the exact root cause for the event could not be determined. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.